Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time was off by one hour because the customer had not adjusted it for daylight savings time. The prime and high pressure tests passed. The customer was also suffering from a sinus infection. It was reported that the customer's doctor stated that the customer was dehydrated, which caused his blood glucose to go high. The customer stated that his basal rates were recently adjusted, which he thinks may have also contributed to the event. The customer uses quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.